Event description:
While using a cs29 in a lower anterior resection procedure, there was some difficulty in getting the device into range. Once the device got into range and was fired there was difficulty in opening and removing the cs29. After the anastomosis was examined the surgeon made the decision to oversew the anastomosis.

Manufacturer narrative:
Examination of the returned cs29 showed that the fire cable was broken, and as a result the device was not able to deploy the staples during testing. Given that the device deployed some staples during the procedure, it is surmised that the fire cable was broken during the case while attempting to open the device after firing. This conclusion, however, could not be definitively determined. The root cause of the difficulty in removing the device after firing could not be determined. The concomitant device was tested and was found to be within specs. Evaluation summary: the flexshaft iii passed visual inspection and performed as expected during operational test. The cs29 was reloaded with new staples then it was attached to flexshaft iii. Dlu calibrated normally, opened fully, closed for firing range, and went through firing sequence. The staples were not deployed after the firing sequence was completed. Unit was disassembled found that the fire cable was broken. There is a possibility the fire shaft was retracted using manual release hence breaking the cable instead of retracting clamp shaft.